Event description:
Reporter said that the account has two beds that siderail would not latch and the one bed has a solid wrench led on. He needs a warranty work order for these beds. Reporter said that he needed a caregiver board and screw covers shipped to the attention of maintenance. Tsr installed siderail inline kit and the bed is working fine.